Event description:
Complaint received as follows: 'it failed to remove the foley (non-deflation in use was noted) when the pt finished the exam at dept. Of radiology. The consulted urologist used the stylet to pierce the balloon and then had the foley removed. No harm or injury to pt.'

Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in malaysia. This related to (FDA audit-observation #5 from fei (B)(4)). Based on available info, our medical determination is that this malfunction is serious; because in some cases, a surgical intervention is needed to remove a catheter whose balloon has failed to deflate. Reported to the FDA on (B)(4) 2013.